Manufacturer narrative:
(B)(4).

Event description:
It was reported that a revision surgery was conducted due to pain and instability. Patient outcome is unknown.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, a revision surgery was performed due to pain and instability. Per email communication, the requested x-ray and surgical reports are not available. However, it was reported that the surgeon stated the device was not defective. Therefore, the patient impact beyond the revision, and the root cause of the pain and instability cannot be determined. Due to the limited information provided, a thorough assessment cannot be performed. Should additional clinically relevant documentation become available, the clinical/medical task may be re-evaluated. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to fit/sizing issue, traumatic injury, joint tightness, material in use, loss of sterility, lifetime of device or patient condition. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.